Manufacturer narrative:
Additional information received corrected the quantity of broken devices from 3 to 1. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a final screwdriver broke off during surgery. The tip was removed from the wound. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to have fractured off. The cause cannot be determined since the mating torque limiting handle was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2017-00110 thru 3003853072-2017-00112.

Event description:
It was reported that the tips of three final screwdrivers broke off during surgery. The tips were removed from the wound. There were no reports of patient impacts associated with this event. This is report one of three for this event.